Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting pacing pauses and displayed an eri indicator. The physician elected to explant the device. At the time of explant, the magnet rate was 83ppm, which is erp.